Event description:
It was reported that approximately 2 hours into a da vinci s prostatectomy procedure, while cauterizing the peritoneum, the surgical staff noticed arcing through the tip cover accessory installed on the monopolar curved scissor (mcs) instrument. The planned surgical procedure was completed without significant delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory and mcs instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the accessory or instrument are returned for evaluation a follow-up MDR will be submitted.